Event description:
It was reported that it was not possible to interrogate this pacemaker. Three different programmers were tried without success, and the device did not emit tones in the presence of a magnet. This patient is not pacemaker dependent, and the plan is to replace this device soon. Subsequently, this device was explanted and replaced with a competitor device. No additional adverse patient effects were reported. This product was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that it was not possible to interrogate this pacemaker. Three different programmers were tried without success, and the device did not emit tones in the presence of a magnet. This patient is not pacemaker dependent, and the plan is to replace this device soon. Subsequently, this device was explanted and replaced with a competitor device. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that it was not possible to interrogate this pacemaker. Three different programmers were tried without success, and the device did not emit tones in the presence of a magnet. This patient is not pacemaker dependent, and the plan is to replace this device soon. No adverse patient effects were reported. This device remains in-service.